Manufacturer narrative:
No pt info available from the site. The device manufacture date was unk as no lot number was provided. The device was a disposable device and was not returned for eval.

Event description:
A medtronic rep reported that, in a case in (B)(6) 2011, the screw could not be removed from the pt's skull with the screwdriver. The surgeon had to drill the screw out, which made a second burr hole. They had to use two burr hole covers, or a larger one, to close the holes. Pt info, exact date of surgery and lot/part number of trajectory guide kit are unk.